Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was blank. It was reported that there was evidence of moisture in the battery compartment and behind the display screen, and pump reboot did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 09/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered with auditory and vibratory features. The verify screen was distorted and there was a data corruption related call service alarm. The reported blank display was not duplicated. Due to the distorted display and call service alarm, the investigation was unable to complete the remaining testing. The battery compartment was found cracked between from the threads to the base seal. The bolus button cover was detached and missing. A leak test show leaks at the battery compartment crack and the bolus button. Pump casing was opened and evidence of moisture intrusion was found on the printed circuit board, the continuous blood glucose monitoring module, and on the display screen.